Event description:
It was later reported by the physician's office that the patient had been seen a few times since the (B)(6) 2015 date. It was also noted the patient's last visit was on (B)(6) 2016 and the vns was checked and there were no issues with the device.

Event description:
It was reported by the physician's office that the patient had passed away. It was noted the patient lived alone and was found dead in his home. No foul play was observed and there will be no further investigation by the physician's office. The in-house programming history database was reviewed and it was noted the patient's generator was performing as intended through (B)(6) 2015 (the last data point currently available). A battery life calculation was performed which showed the generator had an estimated 3.6 years remaining until neos = yes (near end of service).